Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for infection deep vs superficial. Event is serious and is considered mild. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2021, date of event (onset): (B)(6) 2021, (left hip). Treatment: surgical joint aspiration, and superficial wound (superficial infections with subcutaneous induration) scrubbed with chlorhexidine and irrigated with ancef in 2 liters of fluid.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient presents with left hip pain, erythema, and swelling around left hip status post left tha. Physical exam identifies crusting around surgical side with induration and warmth. Gross puss was expressed from the site when decompressed and began to drain copiously. Surgeon is unsure is the infection is superficial or deep. Pus and drainage sent for stat culture and patient is scheduled for an I&d for the next day. Doe: patient received a left hip I & d to treat potential superficial infection of the incision site. Upon entering the joint, pus and drainage were evacuated, the wound cleaned and irrigated, and scar tissue debrided from the tfl. The infection did not appear to be present within the joint capsule. All devices were retained. The procedure was completed without complications. Patient was placed on a 6-week IV antibiotic therapy. Clinic visit dated (B)(6) 2022: patient presents for 6-week checkup status post left hip I & d. The incision site is healed, and patient is doing well. IV antibiotic treatment will be discontinued in 2 weeks. Doi: (B)(6) 2021; doe: (B)(6) 2022: I & d no revision. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed and no indication of a product defect was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.